Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and marcaine, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The reported they had a fall (B)(6) 2015. The patient was diagnosed with "cheyne stokes breathing pattern". The patient stated she has had symptoms for years and passing out is one of the symptoms. The patient has had symptoms previous to pump implant. The physician told the patient to have pump / catheter checked for a leak to see if it could be causing her symptoms. The patient was working with their physicians.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.